Event description:
It was reported that the dash monitor allegedly failed to alarm for vtach. No pt death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Under another country's regulations, patient info is considered private and confidential.